Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported that a knife was blunt after a cataract extraction with a intraocular lens implantation case. There was no harm to the patient.

Manufacturer narrative:
One opened 2.6mm hp slit knife in a pouch was received for the report of a blunt knife. The blade was unprotected in the pouch. The sample was determined to be visually nonconforming with damaged cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. The final customer lot was identified as sterile lot 981176m, manufacturing on (B)(6) 2014. A device history record review was conducted. According to the device history record review, no anomaly was found during the device history record review. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates no additional complaints were associated with the reported lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).